Manufacturer narrative:
Per the additional information received, there is no allegation against the device. Hence, this event does not meet the reportability criteria.

Event description:
Additional information received indicates that there was no issue with the ipg. Ipg was operable. Physician opted to electively replace the ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason.